Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the system fault related to an alarm such as check clutch, plunger lever or motor rate error. These alarms can be triggered by components such as the lead screw and clutch halves not operating as intended as a result of customer use, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the pump exhibited an error code while in use. It is unknown if there was patient involvement, no adverse patient effects were reported.